Event description:
It was reported to philips that the system does not start up and remains on the startup screen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system does not start up and remains on the startup screen. Upon troubleshooting, philips field service engineer (fse) visited onsite and found that the software crashed when the device was started up, and the main screen stopped. Fse reinstalled the software of the device. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.